Manufacturer narrative:
This foreign report is being submitted 03-jan-2017 for a device product that is considered same/similar to a us marketed device (listerine ultraclean mint floss 30yd). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2017-00001.the manufacturer report number for the second product in this case is 8041101-2017-00002. This closes out this report unless additional significant information is received.

Event description:
This spontaneous report was received on 06-dec-2016 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach dental floss ultra clean 27m, (route dental, lot number 0076d, frequency, indication and expiration date unspecified). After an unspecified duration, the consumer noticed that the cutter came off with slight pressure. The consumer also mentioned that, the cutter was re-attached but floss itself did not come out at all. The consumer mentioned the usage of the same device (same lot number) in the past and experienced the same event. This report had no adverse event and the action taken with the device was unknown. Till 08-dec-2016, the field sample was not received. The confirmation of this complaint was not confirmed. This report was considered a reportable malfunction case in the united states of america.

Manufacturer narrative:
This foreign report is being submitted on 02-feb-2017 for a device product that is considered same/similar to a u.s. Marketed device (listerine ultraclean mint floss 30yd). This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 8041101-2017-00001.the manufacturer report number for the second product in this case is 8041101-2017-00002. This closes out this report unless significant additional follow up information is received.

Event description:
This spontaneous report was received on 06-dec-2016 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach dental floss ultra clean 27m, (route dental, lot number 0076d, frequency, indication and expiration date unspecified). After an unspecified duration, the consumer noticed that the cutter came off with slight pressure. The consumer also mentioned that the cutter was re-attached but floss itself did not come out at all. The consumer mentioned the usage of the same device (same lot number) in the past and experienced the same event. This report had no adverse event and the action taken with the device was unknown. Till 08-dec-2016, the field sample was not received. The confirmation of this complaint was not confirmed. This report was considered a reportable malfunction case in the united states of america. Additional information was received on 18-jan-2017. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category managed through monthly trending process. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Device met specification as documented in the records and retain sample review. Based on the investigation results, there was no evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. Complaint trends would continue to be monitored. The complaint investigation was closed with a disposition of undetermined. This report was considered a reportable malfunction case in the united states of america.